Event description:
Pt being bagged, using cited device, and suctioned. Certified respiratory therapy technician noted resuscitation bag was not functioning properly due to leak from pt valve area. Unit replaced immediately and new unit functioned properly. No adverse consequences to pt. Examination of ineffective unit, post decontamination, indicates that the pt valve is improperly seated allowing leakage around it. Note: this suspicious area is visible through the positive end expiratory pressure port. The bag was not disassembled. It was confirmed by placing a tissue over the positive end expiratory pressure port. With each bag compression, the tissue ballooned outward confirming leakage. Staff have indicated that this type of problem has occurred once or twice previously in the past 1-2 years. However, these were not reported. This would seem to indicate a relative low frequency problem, assuming that the prior problems were of the same source which is, of course uncertain.